Event description:
The account alleged the left foot siderail it is not latching.

Manufacturer narrative:
The technician found debris in latch spring preventing the siderail from latching. The technician removed the debris to repair the bed.